Manufacturer narrative:
Analysis of the electronic data from the AED showed that the device was not properly maintained per the manufacturer's recommendations; specifically, the AED reported a low 9-volt battery condition on (B)(6) 2015, and this condition persisted through to the (B)(6) 2018 event. During that time, the unit was unable to run its automated self-test and the AED would not have indicated it was operational ready. Additionally, there is no indication in the electronic data files from the AED, of any user interaction to address the unit's warning condition prior to its use on (B)(6) 2018. This MDR is being filed due to the lack of maintenance of the AED as well as operator error due to chest compressions being performed while the unit was performing its patient analysis. Evaluation of the event files and history record for AED sn (B)(4) reveals an event on (B)(6) 2018. In the first analysis period, the AED encountered interference, causing it to abort the analysis and immediately begin a new analysis period. In the second analysis period, the patient's heart rhythm was asystole, a non-shockable rhythm for which the AED appropriately did not advise or deliver a shock. After this analysis period, it appears the AED was powered off by the user. The AED was then powered back on, and it appears chest compressions were administered during the third and fourth analysis period, causing the AED to decide the patient's heart rhythm was a shockable arrhythmia. Consequently, the AED charged and then waited to shock before aborting the shock, due to not confirming a shockable arrhythmia. In the following fifth, sixth, seventh and eighth analysis periods, the patient's heart rhythm was asystole, a non-shockable rhythm for which the AED appropriately did not advise or deliver a shock. After the final analysis period, it appears the AED was powered down by the user. In this case, although the patient was not resuscitated, a review of the electronic data files from the AED shows that the patient's heart rhythm was asystolic (a non-shockable rhythm) for which the AED appropriately did not deliver a shock, and therefore this MDR is not being filed due to the death of the patient.

Event description:
An international distributor provided electronic data files for an AED and provided the following narrative. Date of event (B)(6) 2018 in a clinic. Female, (B)(6), was found at 7 a.m. In the morning with acute health problems. CPR in combination with AED was applied. At 7:40 am patient was declared dead. They further reported that during the event, the AED's led lights were flashing, but no voice prompts were heard. In this case, although the patient was not resuscitated, a review of the electronic data files from the AED shows that the patient's heart rhythm was asystolic (a non-shockable rhythm) for which the AED appropriately did not deliver a shock, and therefore this MDR is not being filed due to the death of the patient.